Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Healthcare professional reported a right side "deflation". Device has been explanted.

Manufacturer narrative:
Clarification to d6b: hcp later reported device is not explanted. Additional, changed, and/or corrected data: a4, b5, d6b, h6.

Event description:
Healthcare professional reported a right side "deflation" and implant removal from textured to smooth due to the concerns of the product. Device remains implanted.